Event description:
It is reported that the patient is experiencing progressive patella alta.

Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.sciencedirect.com/science/article/pli/s0883540313003379. This report will be amended when our investigation is complete.